Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022, a 28mm amplatzer amulet was implanted in a patient with baseline atrial fibrillation. On an unknown date the patient presented to hospital experiencing rapid a-fib with rapid ventricular response. An echocardiogram (echo) was performed and the patient was managed with unknown medication. On (B)(6) 2022, the patient was admitted to the hospital due to rapid a-fib with rapid ventricular response and another echo was performed and small effusion was noted. The patient was discharged and scheduled for a follow-up appointment on (B)(6) 2022. During following on (B)(6) 2022, the patient was admitted to hospital again for rate control and another echo was performed and noted a moderate effusion. No medical intervention was performed for the effusion and it did not lead to a cardiac tamponade. It is unknown what caused the effusion however, the device was recapture twice and there were multiple transseptal punctures were made during the implant procedure. The patient status is unknown.

Manufacturer narrative:
An event of pericardial effusion and "rapid a-fib with rapid ventricular response" was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.